Event description:
"Dissection: the relay pro stent graft was implanted during the tevar procedure performed on (B)(6) 2025. It is unclear when the rtad (retrograde type a aortic dissection) was observed, but it was confirmed after the procedure. The patient is scheduled to be hospitalized starting on (B)(6). Additional treatment is planned, but the type of treatment has not yet been decided. Physician's comment: the device size was accurate, and the oversize rate was within an acceptable range. Since additional treatment is required, the patient is scheduled to be hospitalized starting on (B)(6). However, the treatment plan has not yet been decided. Physician's comment on causal relationship: since rtad was confirmed after the relay pro was implanted, there is a causal relationship. Operation type: tevar, blood loss: amount unknown, no image available due to hospital policy, no pre-case plan available due to hospital policy, no additional information available due to hospital policy, (tc#: (B)(6)." Patient outcome: "the details of the patient's outcome are unknown, but the patient developed the rtad. Additional treatment is planned."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.